Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited far field r-wave oversensing on the atrial lead leading to inappropriate automatic mode switch episodes, as seen on stored electrocardiogram. Programing changes were made. The patient was stable and would be continued to be monitored.